Event description:
The following event was reported to MFR: the nurse returned from break and saw only pacer spikes on the monitor. No alarms were sounding. The pt was resuscitated and the CT scan showed no brain activity. Support was withdrawn. The pt expired.